Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 537 mg/dl with high ketones. Reportedly, the customer addressed their bg with a manual dose injection and went to the emergency room and was subsequently hospitalized in the intensive care unit with diabetic ketoacidosis. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2022 with no permanent damage.